Manufacturer narrative:
The field service engineer (fse) went to the customer site on 04nov2025 and replaced the flow sensor assembly (fsa) and data acquisition (da) printed circuit board assembly (pcba) to resolve the device issue. The fse then completed a performance verification test (pvt) to confirm that the device was fully functional. The fse confirmed the device met specification and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure regulation high alarm. The customer informed the remote service engineer (rse) of the issue, and stated that they were unable and unwilling to perform remote troubleshooting because they were only trained to complete preventative maintenance at that time. The customer requested onsite service by a field service engineer (fse), and was provided a quote for onsite labor. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.